Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available information indicates no device will be returned and/or additional information will be provided. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Patient underwent surgery to repair a right side inguinal hernia with perfix plus and reports he has had constant testicular and leg pain ever since. On (B)(6) 2011: patient report of limited mobility in relation to the reported constant pain.